Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "does not recognize a closed door," which was reproduced. The evaluation found that closed door messages stayed on the screen after loading a set and is likely what the reported symptom is referring to. The messages were found to be caused by a dislodged lower hook switch on the lower auxiliary assembly. The lower auxiliary assembly (including the hook switch) was replaced.